Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns gave a red "main unit fan" error. The customer will attempt to clean the fan. The device was never sent in for evaluation as the issue has been resolved by cleaning the fan with an airduster. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the cns gave a red "main unit fan" error. The customer will attempt to clean the fan. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns gave a red "main unit fan" error.